Manufacturer narrative:
The device was received with blood on the adhesive pad. The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The exposed portion of the soft cannula was observed to be torn and the hard cannula was observed coming out of the bottom housing window. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. Upon removal of the housing, the hard cannula was observed to have not fully retracted and was incorrectly installed in the slide retract. The incorrectly installed formed needle resulted in the failure of the slide retract to retract the needle leaving it exposed. The exposed needle is confirmed as the cause of the observed bleeding/bruising. The timing and cause of the tear in the exposed portion of the soft cannula could not be determined.

Event description:
It was reported the patients blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, the patient gave a manual injections using an insulin pen.